Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had inserted a new battery and the device would not come on. Customer stated she had to go through several batteries and finally it came back on but it took a while. Customer went through self test twice. Customer's blood glucose was 82 mg/dl. No physical damage noted on the device. The device was not dropped or bumped. The device was not exposed to moisture. Battery compartment parts were not missing, damaged, or corroded. Customer was advised to monitor the device. No further information reported.